Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a solicited report by a nurse from norway of sterile peritonitis coincident with extraneal viaflex therapy. On an unreported date, the patient began treatment with extraneal viaflex (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced abdominal pain, cloudy effluent and was hospitalized. On an unreported date, the patient was diagnosed with sterile peritonitis. Information pertaining to the hospitalization, remedial treatment, laboratory or diagnostic testing was not reported. The outcome for the event of sterile peritonitis was not reported. Action taken with extraneal therapy was not reported. The nurse did not provide an opinion of causality for the event of sterile peritonitis and the relationship with extraneal viaflex therapy.